Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The date of the event is unknown; however, the article was accepted for publication on august, 26, 2015. Therefore, the accepted date was used as the occurrence date. Per the instructions for use (IFU), paravalvular leak (pvl) is a potential adverse event associated with bioprosthetic heart valves. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is expected post deployment. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium, bulky or severe calcification, an elliptical shape landing zone and valve under-sizing. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted tricuspid surgical ring is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. In this case, the device is not available for evaluation as it remains implanted in the patient. However, there was no allegation or indication a device malfunction contributed to this adverse event. The cause for the pvl could not be determined with the information provided by the authors. However, implant of the valve within a pre-existing tricuspid surgical ring may have been a contributing factor. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Per the article "transcatheter tricuspid valve replacement along with tricuspid paravalvular leak closure in a patient with severe right heart failure and previous transcatheter pulmonary valve replacement," a patient with a 30mm tricuspid annuloplasty ring implanted for approximately 12 years underwent valve-in-ring procedure due to tricuspid regurgitation. A 29mm sapien xt was successfully implanted inside the failing 30mm ring. Post-procedural transesophageal echocardiogram revealed moderate paravalvular regurgitation (pvl). The pvl was closed using an amplatzer vascular plug ii. Tee and final angiogram revealed only mild residual tricuspid regurgitation. The patient is doing well at one year follow-up. Reference: dhoble, abhijeet, et al. "Transcatheter tricuspid valve replacement along with tricuspid paravalvular leak closure in a patient with severe right heart failure and previous transcatheter pulmonary valve replacement." International journal of cardiology 202 (2016): 198-199.